Event description:
It was reported that the patient felt like she was electrocuted from the deep brain stimulator since implant. The patient¿s healthcare professional was going to reduce the stimulation and eventually turn it off. When the patient had gone to see their healthcare professional he said that the device was already turned off. The patient felt like she was being electrocuted several times a day. The device was turned on and the patient could see lights, like the northern lights. The patient wanted the device turned off. The patient had been sick and nauseous lately. The patient had also been really tired lately, more tired than usual. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6 )2005, product type: extension,.product ID: 387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. (B)(4).